Event description:
It was reported that the insulin pump has an unresponsive keypad with scrolling numbers during a bolus attempt. It was also reported that the device alarmed after a battery change. The blood glucose reading was 49 mg/dl. The customer stated that she thought she gave herself too much insulin, causing her to get low blood glucose levels. She declined troubleshooting. She noted that her insulin pump went into the water twice. The customer was not able to clear the alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The battery cap functioned properly. No damage/crack at battery cap. The device passed the displacement test, operating currents, self test, off no power, an error test, basic occlusion, occlusion, prime and excessive no delivery test. No battery out limit alarm. No moisture damage found inside the device. The unit was received with minor scratched display window. The insulin pump was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked belt clip slot.